Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9730959) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31626344) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the microcatheter (mc). The microcatheter and stent were removed, and new devices were used to complete the surgery. There was no reported patient consequence or involvement. Additional information received on 17-dec-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. A functional analysis was attempted. The microcatheter was flushed with a lab sample syringe; however, high resistance was met. A lab sample guidewire was attempted to be advanced through the luer hub of the microcatheter; however, it got stuck at 2.0 cm. A dissection was made and the inner lumen was found occluded with blood residues. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The complaint is confirmed based on the occluded condition of the microcatheter. Although a continuous flush was reported, the dried blood residues suggest that the saline flush was insufficient, and according to risk documentation, an insufficient saline flushing is a potential failure mode that can compromise the performance of therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 22mml enterprise vascular reconstruction device (product code enc452200, lot number 9730959) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31626344) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the microcatheter (mc). The microcatheter and stent were removed, and new devices were used to complete the surgery. There was no reported patient consequence or involvement.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional information received on 17-dec-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.